Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a device was set to infuse dinutuximab at 5 ml/hour for the first 30 minutes, then at 10 ml/hour for the rest of the infusion. The infusion started at 1111. At 1145 the customer reported being unable to reset pump infusion rate and having to reprogram the device. It was then noticed that the infusion bag was empty, but there was fluid in the drip chamber. Approximately 10mg infused over 30 minutes. The device was turned off, and then later the infusion continued with an added normal saline flush at 4ml/hour. The customer believes this was a programming error. There was no patient harm.

Manufacturer narrative:
Correction: disregard syringe tubing the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over-infusion of dinutuximab with a total volume of 104 ml, which was to be programmed at a rate of 5 ml/hour for the first 30 minutes, then at 10 ml/hour for the duration of the infusion. The infusion started at 1111, and by 1145 the nurse reported being unable to increase the rate to 10 ml/hour, as guardrails would not allow it. While troubleshooting the problem with another nurse, they noticed the infusion bag was empty, with fluid remaining in the drip chamber. Approximately 10 mg infused over 30 minutes. The device was turned off, and later restarted with a normal saline flush at 4 ml/hour. The patient remained on the floor and was monitored more frequently than normal the remainder of the shift. The customer was confident that this was a programming error, and not related to the pump or tubing.

Event description:
The customer reported a device was set to infuse dinutuximab at 5 ml/hour for the first 30 minutes, then at 10 ml/hour for the rest of the infusion. The infusion started at 1111. At 1145 the customer reported being unable to reset pump infusion rate and having to reprogram the device. It was then noticed that the infusion bag was empty, but there was fluid in the drip chamber. Approximately 10mg infused over 30 minutes. The device was turned off , and then later the infusion continued with an added normal saline flush at 4ml/hour. The customer believes this was a programming error. There was no patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of an overinfusion related to programming was not confirmed. Physical inspection noted the device to be in fair condition with dull iui connectors and the instrument seal not intact. Analysis of the pcu event log shows that the pump module was programmed to infuse a custom concentration "ch14.18" at a rate of 5ml/hr with a vtbi of 80ml at 11 am on (B)(6) 2018. The user then programmed a delay for 5 minutes and the device went into standby. At 11:03 am, the user cancelled the delay and started the infusion. At 11:44 am the user attempted to change the rate to 10ml/hr (and then also to 9ml/hr) however was unable to due to the rate exceeding the guardrails hard limit of 8.42ml/hr. The user attempted multiple times and then changed the rate to 8ml/hr. Between 11:46 am and 11:48 am, the user attempted to change the rate again but was unable to complete the programming. At 11:56 am, the user programmed a basic infusion to run at 5ml/hr with a vtbi of 20ml. This infusion continued until 12:13 pm when the device was channeled off. During this period, the user changed the rate to 4ml/hr and then 2.5ml/hr. The volume recorded as being infused between 11:00 am and 12:13 pm was 4.378ml. It cannot be determined why the user found the bag empty. Functional testing was performed and the device was delivering fluid within specification. The root cause of the overinfusion was not identified.

Event description:
The customer reported an over-infusion of dinutuximab with a total volume of 104ml, which was to be programmed at a rate of 5 ml/hour for the first 30 minutes, then at 10 ml/hour for the duration of the infusion. The infusion started at 1111, and by 1145 the nurse reported being unable to increase the rate to 10 ml/hour, as guardrails would not allow it. While troubleshooting the problem with another nurse, they noticed the infusion bag was empty, with fluid remaining in the drip chamber. Approximately 10 mg infused over 30 minutes. The device was turned off, and later restarted with a normal saline flush at 4 ml/hour. The patient remained on the floor and was monitored more frequently than normal the remainder of the shift. The customer was confident that this was a programming error, and not related to the pump or tubing. There was no patient harm.